Event description:
It was reported that @ 53,015 joules of use and 12:43 minutes, ¿fiber did not transmit energy¿ was observed. The fiber tip (cap) was cleaned during the procedure. The procedure was completed with turp. Patient outcome ¿patient discharged two days after surgery.¿

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is fractured distal to uv glue zone; the fiber/glass cap distal part is detached and not returned; the heat shrink tubing open end exhibits signs of abrasions and melting; the fiber appears blackened near the heat shrink tubing open end. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.